Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph identified the twist sleeve separated from the main body; a broken occlude feet on the light blue main body was observed. The reported condition was verified. The cause of the broken occlude feet could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body (light blue) separated from the twist clamp (twist sleeve) of a minicap extended life pd transfer set. This issue occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.